Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number:03.037.022, synthes lot number: u356973, supplier lot number: n/a, release to warehouse date: 16jun2020, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the 6mm/9mm cannulated stepped drill bit (part #: 03.037.022, lot #: u356973) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken and the broken piece was not returned. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed stepped reamer. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the 6mm/9mm cannulated stepped drill bit (part #: 03.037.022, lot #: u356973 as the distal tip of the device was broken. However, the embedded device allegation was not confirmed as there were no photos or x-rays provided. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while drilling the cannulated stepped drill bit the tip broke off. The unknown guide wire was bending, and the tip of the drill bit broke off into the patient¿s femoral head. The broken tip was left in the bone. It was unknown if there was a surgical delay. The surgery was completed. The procedure outcome and patient status are unknown. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) 6mm/9mm cannulated stepped drill bit. This report is 1 of 2 (B)(4).